Event description:
Same case as: 2134265-2008-00042. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. A 2.50x20mm taxus express2 drug eluting stent and a 2.50x24mm taxus express2 drug eluting stent were deployed in the pt's right coronary artery (rca). Seven months post the initial procedure that pt presented with chest discomfort. Two days later, a 'diagnostic' and catheterization were preformed, revealing a totally occluded rca. The physician was unable to cross the occlusion with any device. The physician chose to treat the rca medically with (unk) medication. Ten months post the initial procedure, the pt returned to the cardiac cath lab. The physician attempted to cross the rca again, but was successful. The pt will continue to be treated medically with (unk) medication. Pt status at the time of the report was "still hospitalized." Additional info was requested, but not provided.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. The exact cause of the difficulties experienced during the procedure could not be determined. A CAPA has been initiated to address this issue. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.